Event description:
I went to my therapist office for my transcranial magnetic stimulation (tms) mapping appointment. After they completed all the measurements and got the machine set in place they started with the first attempt at the mapping. It felt as if a bolt of lightning shot through my skull. I had to tell them to stop. The 2nd and third attempt had the same results. My head was throbbing. The nurse told me to go home and take advil. I remember getting in my truck to leave, but do not remember the drive home. When I got home, I was so disoriented that I felt as if I was drunk. I was staggering and unbalanced. My speech started stuttering. My vision was blurred and my new glasses I got four weeks ago cannot be worn anymore. It is like my prescription is no longer any good. My facial muscles around my eye on the side that the machine was placed was twitching. I was having flash backs of childhood trauma, so real I could smell the perfume of the teacher that was tormenting me. My emotions were changing so fast. One minute I was crying, the next I was enraged. The panic attacks lasted for hours. The disorientation got so bad that I felt as if I was going to fall down every time I stood up. That night when I laid down, the involuntary muscle movement went from around my eye to my entire body. At one point it was like my body was trying to jump off the bed. The next morning, I called my therapist to tell them what was happening and he said he would call me in a muscle relaxer. I had to cancel my doctor's appointment because I did not feel safe to drive. All of my work on my depression and anxiety over the years had gone away. I am back to when all this started. I called my therapist office multiple times, and they did not call me back. On the 21st, I went to my rescheduled doctor appointment for my physical. I explained to her what was going on. She told me to drive to my therapist office and tell them that I needed to see a neurologist to make sure that there was no damage to my brain. They said that they are trying to contact the manufacture of the machine to see if this has happened to anyone else. They said they would put in a referral to a neurologist. This has been going on for about 2 weeks with little to no relief. The headaches will not go away, my vision seems to be getting worse, the emotional roller coaster will not stop, my speech keeps stuttering and words keep slurring, the involuntary muscle spasms keep happening. I will be walking and out of the blue start staggering, sensitivity to sunlight has started it is like having snow blindness when I step outside.